Manufacturer narrative:
The returned device analysis could not confirm the reported difficult gripper actuation as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The additional three devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was received; however, investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 3-4. The first clip delivery system (cds) (cds0701-ntw, 00914u124) was advanced to the mitral valve and the clip was placed. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A cds (cds0701-nt, 00928u213) was advanced, but it was noticed that the clip was too small for the mitral valve and was removed. There was no malfunction noted with the cds. A cds (cds0701-xt, 00922u140) was advanced to the mitral valve and a good grasp was obtained. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. Therefore, the cds was removed. A new cds (cds0701-xt, 01103u140) was advanced, but one gripper did not come down. Troubleshooting was performed such as cycling the lock lever and re-closing the clip but was unsuccessful and the cds was removed. The last cds (cds0701-xtw, 01027u189) was advanced to the mitral valve and the clip was deployed successfully stabilizing the slda. Two clips implanted, reducing mr to 1. No additional information was provided.